Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsv4b11 was received for evaluation. A visual evaluation / functional test was performed, inspection findings. DHR review was completed for the subject lot number 1256949. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256949 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : disengaged.¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician didn¿t follow recommended protocol for implant placement and final seating. Therefore, based on the available information, a device malfunction did not occur. The implant and mount disengaged and engaged as intended. The reported event was not confirmed.

Event description:
Doctor reported that mount disengaged from implant at tooth site 24 and it fell down. Mount seems to be not properly calibrated. A new implant was placed to finish the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.